Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain, fibroids, stress incontinence, female and cystocele. (B)(6) 2011: both tubes were occluded. Concomitant products included ibuprofen (motrin) since 2000. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("low back pain"), fatigue ("fatigue"), rash ("rashes or skin conditions type:"), skin disorder ("rashes or skin conditions type:") and alopecia ("rashes or skin conditions type:"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding"). The patient was treated with surgery (total abdominal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, menorrhagia, back pain, vaginal haemorrhage, fatigue, rash, skin disorder, alopecia and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, uterine haemorrhage, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Satisfactory placement of the essure implants with occluded fallopian tubes bilaterally. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case was duplicate of case (B)(4). Reporter information, medical history transferred from duplicate case (B)(4). MFR control no-2951250-2019-12479. Event: abnormal uterine bleeding added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain. (B)(6) 2011: both tubes were occluded. Concomitant products included ibuprofen (motrin) since 2000. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("low back pain"), fatigue ("fatigue"), rash ("rashes or skin conditions type:"), skin disorder ("rashes or skin conditions type:") and alopecia ("rashes or skin conditions type:"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, menorrhagia, back pain, vaginal haemorrhage, fatigue, rash, skin disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Satisfactory placement of the essure implants with occluded fallopian tubes bilaterally. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian pain. (B)(6) 2011: both tubes were occluded. Concomitant products included ibuprofen (motrin) since 2000. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), back pain ("low back pain"), fatigue ("fatigue"), rash ("rashes or skin conditions type:"), skin disorder ("rashes or skin conditions type:") and alopecia ("rashes or skin conditions type:"), 4 years 7 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe cramping") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, abdominal pain lower, vulvovaginal pain, menorrhagia, back pain, vaginal haemorrhage, fatigue, rash, skin disorder and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, back pain, fatigue, genital haemorrhage, menorrhagia, pelvic pain, rash, skin disorder, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: total bilateral occlusion. Satisfactory placement of the essure implants with occluded fallopian tubes bilaterally. Most recent follow-up information incorporated above includes: on 5-jul-2020: pif received: case updated to serious incident. Essure removal date and cluster ID added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.